Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a loss of connection that occurred on (B)(6) 2016. Patient was advised to keep line of sight for good communication between the transmitter and the receiver. The patient was advised if the issue reoccurs, the transmitter may need to be replaced. No injury or medical intervention was reported.